Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: the received condition shows that approximately 4.5mm of the distal tip has sheared off the t25 driver. The failure pattern shows a distinct 45° counter-clockwise helical shear path consistent with the application of excessive loosening torques. There is brownish discoloration in the etch for the part and lot numbers and a piece of transparent tape wrapped around the shaft just distal to the circumferential etch line. The tip of this instrument was designed to optimize the torsional strength for a non-retaining driver. The profile was based on a synthes standard for an t25 recess, except it has additional material between the lobes for added strength. The design of the mating recess enables this optimization. In order to ensure non-retention, the tip profile is constant for the length of penetration into the mating recess. It is made of x15 stainless steel which is appropriate for this application. The appearance of the fractured tip on the returned part matches the appearance of drivers that were tested at synthes (reference (B)(4)) which showed that yielding occurred at approximately 15nm and shearing at greater than or equal to 20nm. This suggests that the returned part was subjected to torque as high as 20nm. The technique guide (B)(4) fully illustrates that the 10nm torque limiting handle should be used for implants that were previously final tightened. The condition of the returned part indicates that it had to have been used in a manner inconsistent with the recommended technique, without the 10 nm torque limiting handle. Evaluation of the design indicates that it is acceptable for the intended use and examination of the part shows that it has been used without the torque limiting handle and subjected to excessive loads as a result. Therefore the complaint is invalid. Placeholder.

Event description:
It was reported that in preparing set-up for a plif (at l5-s1), the scrubtech discovered that the threaded tip of the holding sleeve (03.632.001) would not engage the screws. The driver was pulled from the tray and another driver was used for procedure. There was no patient involvement with the complained driver. It was also reported during the same case, surgeon had done final tightening of locking caps, then decided to loosen one of the locking caps in order to reposition the rod and the tip of the t-25 driver shaft (03.632.400) broke off into the cap. The surgeon retrieved the broken tip from the cap, repositioned the rod and retighten the cap with a different driver. Surgeon completed the procedure with no further problem. Report 2 of 2.